Manufacturer narrative:
An event regarding revision due to instability involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. The event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause.

Event description:
As reported: "[surgeon] performed a left knee revision on [patient] on (B)(6) 2018. Original date of surgery was (B)(6) 2017. Revision due to some knee instability not attributed to the implant...implant will not be returned. All information is correct and no more information is available". Spoke to rep, rep confirmed the hospital and surgeon would not release any additional information.